Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with episodes of non-sustained right ventricular oversensing on the implantable cardioverter defibrillator. Review of the episodes founds that they were caused by post paced t wave oversensing. The device was reprogrammed resolving the issue. The patient was in stable condition.